Event description:
There was a decrease in the number of available basal electrode channels. The electrode channels 7 and 8 provided excessive facial stimulation and no loudness growth. A map was created with electrodes 1-6 on and the patient reported that the sound quality was much better. As per implant registration card complete insertion was achieved during implantation. At this time the patient does not want to proceed with a CT scan and has not scheduled any further appointments.

Manufacturer narrative:
As per received information, the reported problem was very likely due to an inadequate fixation of the active electrode, that caused a partial migration of the active electrode out of cochlea. No further steps are planned so far by the clinic. Should additional relevant information or the explanted device is received, the complaint will be re-opened and a follow up report will be sent.